Event description:
Patient underwent lps distal femoral replacement on (B)(6) 2014. Patient then presented with a loose distal femoral replacement which was revised to another distal femoral replacement with cemented stem on (B)(6) 2015 ((B)(6) hospital). (A pc would have been submitted). Patient has again presented with a loose distal femoral replacement along with proximal femoral fractures. A decision was made to remove the distal femoral replacement, leave the existing mbt revision tray in situ and replace the distal femoral replacement with a total femoral replacement - do to lack of proximal bone and the view that cementing in another distal femur would result in further loosening. ((B)(6) hospital, (B)(6) 2022).

Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI # is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; the device was not returned to depuy synthes for evaluation, however x-ray were provided for review. Review of the provided x-ray reveled that is not possible determinate damage or defects. The report allegation cannot be confirmed. There is not enough evidence in the photo to confirm the allegation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot; the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d10.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.